Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to a shorted c1 capacitor on the computer/analog pca, causing damage to l1, l2, and d1. The monitor did not pass incoming functional testing and failed to ping monitor due to a communication error. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.